Manufacturer narrative:
H6: investigation summary: four syringes received for investigation, upon visual inspection of the samples received, no molding or other defect can be noticed in the syringe, no burrs or deformations can be seen in the tip. Non-bd needle provided was evaluated, hub of the used needle is short not meeting specification. Additionally, ten retained samples from the lot were evaluated. The product was visually inspected, leakage, and luer cone fitting verification testing performed, no defects were identified. A device history review was performed for reported lot 2006012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause of the connectivity defect for syringe related to the manufacturing process at this time. Non-bd needle provided by customer suggest the root cause of the defect is related with the dimensions of the hub of the needle.

Event description:
It was reported that the syringe 1ml ls sp120 was difficult to connect to the tsk needle and separated from it. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about syringe needle connectivity issue. According to the customer's report, the syringe (303172) doesn't fit tsk's needle properly."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 was difficult to connect to the tsk needle and separated from it. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about syringe needle connectivity issue. According to the customer's report, the syringe (303172) doesn't fit tsk's needle properly."